Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital short of breath. System evaluation identified elevated threshold measurements on the right ventricular (rv) channel. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.